Event description:
It was reported that during preparation for a procedure to treat redo atrial flutter and atrial fibrillation, a intellanav mifi open-irrigated catheter was high flow flushed (60ml/min). The physician was unhappy with the flow out of the irrigation ports. Only one of the ports was spraying in a jet and the rest either were blocked or just bubbling slowly. Building pressure with the stopcock closed was performed while priming the pump but were unable to change the results, no error messages were displayed. The catheter was exchanged to solve the issue and the procedure was successfully completed with no patient complications. Device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the device didn't present any visual defected for this reason the visual inspection pass. Functional test was passed as the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Unit passed the leakage test without any problems. All six irrigation ports flow freely on flow test. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages.

Event description:
It was reported that during preparation for a procedure to treat redo atrial flutter and atrial fibrillation, a intellanav mifi open-irrigated catheter was high flow flushed (60ml/min). The physician was unhappy with the flow out of the irrigation ports. Only one of the ports was spraying in a jet and the rest either were blocked or just bubbling slowly. Building pressure with the stopcock closed was performed while priming the pump but were unable to change the results, no error messages were displayed. The catheter was exchanged to solve the issue and the procedure was successfully completed with no patient complications. Device has been returned.